Event description:
It was reported to philips that the device's c-arm does not rotate. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the c-arm does not rotate. The philips engineer suggested service, but the quotation has expired, and no service has been provided from philips. No further reports of this issue have been reported. The codes were updated based on the investigation outcome.